Manufacturer narrative:
A promus element plus ous mr 4.00x24 mm stent delivery system was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted as its wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was loaded onto a guidewire and an inflation device was attached. The balloon was inflated to 16atm rated burst pressure. Pressure was held for 30 seconds without issues noted. A vacuum was pulled and the balloon deflated successfully in 13 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 74% stenosed target lesion was located in the right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and after withdrawal, stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that after the device was removed from the patient, the balloon was inflated and as a result, the stent fell off and was discarded.

Event description:
It was reported that stent damage occurred. The 74% stenosed target lesion was located in the right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and after withdrawal, the tip of the stent struts was damaged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was stable.